Event description:
The customer reported that following a diagnostic catherization, an attempt was made to deploy a vasoseal vhd kit size 6. During depolyment, the sheath separated from its hub. Manual pressure was applied to achieve hemostasis. No further complications were reported.